Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that prior to an breast biopsy, the device allegedly had foreign material on the needle tip. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: three opened samples of encor biopsy probes along with one sealed lot sample were received. On the visual evaluation of the probe, the biopsy probes appeared to be clean and were received with protective tubing. It was noted that the aperture was received closed and partially open. The protective tubing was removed from the needle with resistance. It was noted foreign material(plastic) appeared on the tip of the aperture and cutter. Scathing was noted to the inside of the protective tubing. No other anomalies were noted. On the microscopic observation, foreign materials(plastic) were noted to the tip of the aperture and near to the cutter. Scathing was noted to the inside of the protective tubing. Functional evaluation was not performed due to the nature of the complaint. Therefore, the investigation is confirmed for foreign material as it was found at the tip of the needle and near to the cutter. Eleven electronic photos were provided and reviewed. The foreign material was present in the cutter and tip of the needle in all the photos. A definitive root cause for the reported foreign material could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to an breast biopsy, the device allegedly had foreign material on the needle tip. The procedure was completed using another device. There was no patient contact.